Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing resection of the rectum during an anterior resection procedure, the staples did not deploy and no staple line was formed after firing. The rectum stump was closed using hand sewing and other device because of missing staple line in order to complete the case. The surgical time was extended 30 minutes or more due to the product problem. The patient is still in the hospital after 9 days after operation. The patient had short radiotherapy treatment period before the operation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received loaded with a fully fired 4.8mm single-use loading unit (sulu). Three pusher fingers were damaged. Functionally; the loading unit was reset, reloaded into the instrument and cycled with acceptable results. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur when the device is applied over an obstruction damaging the pushers. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.